Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. The investigation determined that the reported balloon rupture appears to be related to operational context. There was no leak noted during preparation, which suggests a product quality issue did not contribute to the reported difficulties. In this case, it is likely that the balloon interacted with the moderately calcified and moderately tortuous anatomy such that the balloon became damaged and subsequently ruptured during inflation. Based on the reported information, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous proximal left circumflex artery that is 90% stenosed. The 2.5x12mm trek balloon dilatation catheter ruptured at 3 atmospheres during the first inflation. A 2.5x12mm non-abbott balloon was used to continue and a 2.5x18mm xience skypoint was deployed. Post dilatation was performed with a 2.75x10mm balloon. There was no adverse patient effects and no clinically significant delay. No additional information was provided.